Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent oversensing. The physician elected to replace the lead. During the procedure he noted a physical separation of the svc coil. The lead was capped and replaced with a new rv lead on (B)(6) 2018. The patient was stable.